Event description:
A healthcare professional reported to Insulet on (b)(6) 2026, that a patient was found deceased at their residence. The patient may have been unwell and developed Diabetic Ketoacidosis at home. It was reported that the coroner has been informed and there will be an inquest. At this time, the patient's cause of death, date of death, or whether the Pod was worn at the time of death is unknown. Insulet is attempting to contact the reporting healthcare professional to gather additional information. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The physical device was not returned for investigation. The Insulet cloud system was reviewed for data from 2026 from the user. Data was found to be available up to (b)(6) 2026. Data from the user for the period of (b)(6) 2026 was downloaded and reviewed. Review of the cloud data found that the last pod used was activated at 11:36 on (b)(6) 2026. No deactivation or discard record for this controller was seen in the cloud data. Review of the patient history buffer (PHB) data found that, while in Automated Mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The PHB data showed that estimated glucose values received during this period were frequently below the user's target. The highest estimated glucose value received during this period was a value of 179 mg/dL received at 05:30 on (b)(6) 2026. The PHB data showed that an Automated Delivery Restriction alert was generated at 11:50 on (b)(6) 2026 due to the automated algorithm having suspended microbolus delivery for an extended period in response to the low estimated glucose values. Upon generation of the alert, the system transitioned to Automated Mode: Limited and began delivery of Safe Basal, which is the lower of the user's manual basal program and adaptive basal rate. The Automated Delivery Restriction alert was acknowledged around 12:50 on (b)(6) 2026 and the system was transitioned to Manual Mode. The system remained in Manual Mode until the last PHB data point, which was generated at 19:25 on (b)(6) 2026. While in Manual Mode, the system correctly delivered the user's manual basal program regardless of the estimated glucose values received. The last valid estimated glucose value received by the pod from the sensor was a value of 40 mg/dL received at 22:30 on (b)(6) 2026. After this cycle, temporary sensor errors started occurring, as indicated by estimated glucose values of -2. These errors occurred until an unrecoverable sensor error occurred at 00:25 on (b)(6) 2026. This unrecoverable sensor error condition occurred through the last PHB data point. These missing sensor values did not impact the amount of insulin delivered due to the system being in Manual Mode. The cloud data showed that Libre Sensor Failure reminders were being generated each cycle that the error condition was present. These Libre Sensor Failure messages continued generating until the last data point from the controller, which was generated at 20:19 on (b)(6) 2026. The difference between the timestamp of the last PHB data point and the last controller data point indicates that the pod lost connection with the controller on (b)(6) 2026 and the controller was still active until losing connection with the cloud system on (b)(6) 2026. The lack of deactivation or discard of the last pod indicates that the controller was not interacted with after (b)(6) 2026. No evidence of a failure to deliver insulin or of any other issues with the system was observed in the available cloud data. As it is unknown when the user passed, it could not be determined if the system was in used at the time of passing. No evidence of high blood glucose values occurring was observed in the available cloud data. No Lot Release records were reviewed, as the product lot number was not provided.The investigation is ongoing and Insulet is attempting to recover additional details. Insulet is in contact with the reporting healthcare professional. If additional information is received, Insulet will submit a supplemental report and conduct all possible investigation. Locked Down Smartphone: Data not available.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.